Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient says they haven't used their stimulator at all because it never was placed right. They said the first time it was implanted it "only did a tiny section and wasn't anywhere near where I needed it". The said they then had a revision, and said "the second time they moved it up a little bit on my spine and repositioned the battery because it was pinching but then it vibrated my front area so I stopped using it".

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.